Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ also, tandem¿s t:flex user guide states: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer filled the cartridge with 500 units. Also, it was noted that the infusion set tubing disconnected from the luer lock connection. The customer screwed the luer lock connection together. There was no impact to the customer's blood glucose level.